Event description:
The device was used during a hysterectomy procedure. Reportedly, the suture broke. The surgeon used another suture to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
The reported condition has been confirmed. Quality assurance is unable to determine the exact cause of the difficulty encountered.